Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed continuity testing. Detailed analysis found the is-1 terminal molding containing the proximal seal rings was lifted. Medical adhesive was also noted as well as a small tear on the is-1 terminal molding proximal end on the edge. Insulation and seal rings lifting could result in insertion difficulty into the header if the seal rings get pushed back or rolled up upon insertion. In this case, proper placement of the lead is-1 terminal pin may not be achieved making an observation of pacing impedance measurements greater than 2000 ohms and loss of capture possible.

Event description:
Additional information was received indicating this right ventricular (rv) lead as explanted for an unknown reason. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2000 ohms. This measurement was obtained when this lead was placed into the newly changed out device. The physician used some mineral oil and reconnected the lead back into the new device and the impedance measurements were within normal ranges. The lead remains implanted. No adverse patient effects were reported.